Event description:
It was reported that a pt had a thoracoscopic ablation procedure in 2005 and died the following month. The pt had a history of severe sleep apnea and as a result. For some years, he slept in a lounge chair. He died during his sleep. The surgeon confirmed this death was procedure related and not product related. There was no autopsy report as the pt died at home. This report is being submitted because guidant sevices were used during the procedure.